Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the device was used. The tamper seal was not broken. Review of the event history log (ehl) did not show the reported issue. An accuracy test was performed and the reported issue was duplicated. The cause of the reported issue was due to the dso seal and expulsor. As a result, the dso sensor was replaced and the expulsor was sanded. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown.

Event description:
It was reported that the pump gave incorrect volume perfusion during testing. No patient injury was reported.